Manufacturer narrative:
The lead has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that the non-specific product performance allegation was not confirmed. Visual inspection revealed no abnormalities. The lead passed continuity test - indicating all conductors are intact.